Manufacturer narrative:
During the time of the reported event, user facility personnel contacted steris service as instructed in the trufreeze console system operator manual. The operator manual in the troubleshooting section gives the following instructions to the user: "if console is not behaving as expected, power cycle the console. If problem persists, contact steris customer service at 1-800-769-8226 or your local steris endoscopy product specialist. Warning: do not use the system if the system has indicated an alarm; user or patient injury or device damage may result. Investigate the alarm and contact steris endoscopy if the cause cannot be determined or corrected. Caution: depressing the emergency stop button on the front of the console halts the cryogenic delivery system and releases the pressure in the cryogen tank. Caution: a low pressure (30 psi max, 22 psi recommended), medical grade liquid nitrogen source must be used to fill the console. Filling from a high-pressure source tank may result in equipment damage or operator injury." User facility personnel restarted the trufreeze console system, tested the function and operation of the device and completed the patient procedure. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, the suction pump to their trufreeze console system was not operating properly. The procedure was completed successfully following a short delay. No report of injury.